Event description:
Device implanted in 1971. Abnormal breast thermogram 1973 with left breast temperature greater than right by 4 degrees. Nine yrs of low grade body temp. 1973-1982 3 hospitalizations from dehydration. 1 yr daily study of temp. Checked all body systems, re: low grade fever of unknown etiology, kidney infections became chronic 1975, put on maintenance dosages: antibiotic, diuretic, potassium 1978, duphytren's contractures released x 4, hardened spherical contractures ruptured 1982, severe memory loss, cognitive function disease disorder, lump in left breast, surgical biopsy 1976, re: outer upper quadrant of migrating implant, MRI revealed ruptures x 2: 9cm x 11cm, 6/94 diagnosed with lupus, m.s., cfids, prolapsed bladder; cystocele, fibromyalgia, chronic eye infections, myoclonic seizures- various physicians, hosp admission 2/95, then 2 wks in psychiatric hosp.